Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter displayed an 'error 4' message and the control was reading as blood. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issues began on (B)(6) 2012 at 10am. The patient does not take medications to manage her diabetes and continued to follow her usual diabetes management routine. About 1 ½ hours after the alleged issue, the patient claims she was light headed and fainted. It is not known how the patient may have regained consciousness. The patient reportedly denied receiving medical treatment. The alleged issues were not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.